Manufacturer narrative:
The field representative planned to discuss additional options with the physician.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise which resulted in oversensing for a duration of four to five beats. There was also an alert for low rv pacing impedances. Ventricular duration was extended to prevent inappropriate tachycardia therapy. It was reported that the patient wasn't feeling well and had 'jumping' in their stomach. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information received indicated a revision procedure was performed. The lead was explanted and successfully replaced. The device was also electively replaced. As a result of the previously reported issue, there was also pacing inhibition; however the patient had an intrinsic rhythm around 70 beats per minute and it did not result in asystole for this patient. No additional adverse patient effects were reported.